Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause the additional malfunctions identified during the investigation is traced to component failure and tissue adhesive had slight corrosion at the distal end of the image guide insertion tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited an image flicker and had tissue adhesive with slight corrosion at the distal end of the image guide insertion tube. There was no patient involvement.